Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta dilatation catheter was returned for evaluation. No specific anomalies noted to the returned device during the visual evaluation. On the functional testing the balloon was inflated with in-house presto inflation device a pinhole rupture was noted near to the proximal end of the balloon. No other functional testing performed. All the anomalies were noted under the microscopic observation. During the functional testing a pin-hole balloon rupture was noted. Therefore the investigation was confirmed for the reported pinhole balloon rupture. A definitive root cause for the reported pinhole balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2025), g3 h11: b5, h6 (device, method, result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure via percutaneous femoral route, the pta balloon was allegedly ruptured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 03/2025).

Event description:
It was reported that during an angioplasty procedure, the device allegedly broken. The procedure was completed using another device. There was no reported patient injury.